Event description:
It was reported that "the patient, claims on allergic reaction since the implantation of the reflex plate."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: one reflex hybrid 1 level acp was reported to have caused an adverse reaction via report from the patient. The patient's claim is that they are allergic to the element antimony and that is what caused the adverse reaction. The ltt test does not however, test if a given element (in this case antimony) is actually present in the blood sample, rather tests if that blood sample reacts to that given element. Stryker does not use antimony in any of its products. All stryker products are biocompatible grades. Conclusion: there is no additional information provided by the surgeon or hospital to point to a specific cause of the infection.

Event description:
It was reported that "..the patient, claims on allergic reaction since the implantation of the reflex plate.."

Manufacturer narrative:
Lot# 086608. Method: device history review. Results: does not use antimony in any of its products. All products are biocompatable grades. Conclusion: the probable cause of the reaction was insufficient sterilization of the implant. There was also an interbody cage (from a different manufacturer) implanted at the same time.

Event description:
It was reported that "..the patient, claims on allergic reaction since the implantation of the reflex plate.."

Manufacturer narrative:
Additional information was provided and the based on the clinician's comments no definite conclusion can be made without the actual product analysis because product was not returned and no significant analysis can be obtained from the images provided.

Event description:
It was reported that "the patient, claims on allergic reaction since the implantation of the reflex plate."